Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The reported lot number 556197 does not correspond to a finished medical device. Therefore, a manufacturing record evaluation (mre) could not be performed for the reported lot number. Reason for device explant and/or reoperation: capsular contracture. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast reconstruction with a 650cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture. The patient has poland syndrome (pre-existing condition). The diagnosis of capsular contracture was confirmed by a healthcare professional based on the patient¿s symptoms on (B)(6) 2021. As a result, the patient is scheduled to undergo unilateral explantation on (B)(6) 2021. The reported lot and serial numbers, (B)(4), seem to be incomplete and do not correspond to a finished medical device. Therefore, a manufacturing record evaluation (mre) could not be performed for the reported lot number. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.